Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported by biomed, the unit has almost no battery run time and it shuts down without warning. No other information was provided.

Event description:
It was reported by biomed, the unit has almost no battery run time and it shuts down without warning. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of unit has almost no battery run time and it shuts down without warning was confirmed. Root cause confirmation: the reported issue is confirmed: ¿unit has almost no battery run time and it shuts down without warning¿ this unit has 96 cycles on it. Battery health indicates ¿degraded¿. In addition the ¿battery health¿ message is displayed. While battery charge indicator is showing 82% when the unit is plugged in. The root cause of the reported issue: is an internal failure within the lithium ion battery caused by use of the device. H3 other text: evaluation findings are in section h11.